Manufacturer narrative:
Additional procode=dro. Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer functions and was unable to capture tracing. No more information available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received for evaluation. The reported malfunctions of defib and pacer self test failing was observed during the review of device's history logs. Internal inspection of the device did not indicate any misaligned cables. The processor/bridge/pace board was replaced as a precaution. Th reported problem of unit failing to capture tracing was not duplicated or confirmed. The device was subjected to extensive testing which included bench handling, full functionality testing, testing with all the features without any discrepancies. Review of device logs did not find any evidence to support the reported event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.